Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported that the thermogard ivtm system (sn: (B)(4)) was displaying tcm: ID 06 (ce post failure) during start-up. The customer tried to restart the console; however, were unsuccessful. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.

Manufacturer narrative:
The customer reported complaint for the thermogard displaying an error message tcmid: 06 (ce post failure) was confirmed during archive review. The defective heater was replaced to remedy the fault. A review of the event log was performed and an error message tcmid: 06 was noted. An additional repair and updates were performed (unrelated to the reported complaint) as part of routine maintenance. The white rollers, cold well cap and air filter were replaced, after which the unit passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).